Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the tube of an rt385 adult dual heated evaqua2 breathing circuit was disconnected from the pressure line connector after three days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt385 adult dual heated evaqua2 breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.